Event description:
It was reported that prior to implant, the phsycian noted discontinuities and rough spots on the surface of the lead as if the electrode had been squeezed. The physician questioned the quality of the lead, so the lead was not used and another lead was implanted. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer tuving was kinked/buckled and the lead was damaged at implant. The analyst also noted that there is a slight ripple in the outer tubing. It appears a twisting motion caused the ripples. This lead passes through the introducer with no resistance. The ripple does not effect the performance of the lead.